Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Subject device was not explanted. Synthes is unable to provide the date of manufactures as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.

Event description:
During a left tibial plateau procedure surgeon was inserting the 3.7 mm cannulated locking screw and the screw shaft broke. Surgeon tried to use the conical extraction screw to remove the shaft and it also broke. The pieces of the conical extraction screw were retrieved and the shaft of the cannulated screw remains in the patient's bone.